Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient was experiencing soreness over left chest when charging. The pain was described as aching in the right shoulder, mid back, and neck. The patient underwent an ipg replacement procedure.